Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts and an endurant aortic extension cuff were implanted in the endovascular treatment of a 305mm thoracic aortic aneurysm. A day later, the patient had a retrograde type a aortic dissection and expired before reaching theatre. No cause was reported. No additional clinical sequalae were provided and the patient is expired.

Manufacturer narrative:
Product analysis conclusion; the reported retrograde type a dissection could be confirmed on the films provided; however the cause of the event could not be determined. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. Although no clear stent graft issues were observed near the start of the original dissection, it is possible that the interaction of the stent grafts implanted into a patient with a type b thoracic dissection may have contributed to the type a dissection. It is also possible that unknown patient co-morbidities may have been a factor in the occurrence of the retrograde type a dissection and the patient¿s subsequent death. A:4 updated b:2 dod updated b:5 corrected information;the patient was treated for a 305mm dissection on (B)(6) 2020, not a taa as previously stated. B:5 additional information;as per the physician the cause of the event is unknown. B:7 updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.